Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred and stopped working. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. "Ventilator inoperative" codes were found in the device's downloaded error log. The device's system board was replaced to address the issues.